Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter act diff analyzer leaked 10 drops of clear fluid during startup. The customer did not know the source of the leak. The leak was not contained and the instrument recovered a fatal error 7 (which alerted the operator to an instrument problem). No erroneous results were generated. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported.

Manufacturer narrative:
A field service engineer went on-site a day after the event and confirmed the leak. Fse replaced the aspiration probe and the probe wipe which resolved the leak. The fatal error 7 was caused by the fact that the probe sensor got caught on the sample tubing and popped off. Fse replaced the probe sensor and adjusted the sample line which resolved the error message. Preventative maintenance was performed to optimize the analyzer. The cause of the leak is related to the aspiration probe and the probe wipe which needed to be replaced. (B)(4).